Event description:
Description of the original complaint: "the tip of this blade was broken at the beginning of operation. No patient impact". Relevant events and information obtained for the reported incident: just prior to the incident the surgeon was doing endoscopic sinus surgery for approximately 30 minutes running the blade at 3000rpm. The user facility stated that: "a weird sound came from the handpiece and/or abnormal shaking then the blade tip just broken off all of the sudden." Facility reported that the tip was easily removed from the surgical site without additional equipment or procedure. Subsequent actions pertinent to this event: the facility states, "the surgeon took off the broken blade and set up a new (B)(4) blade onto the handpiece and continued the operation." There was no adverse patient consequences or sequella reported. No addition follow up care was required as a result of this product issue. The product analysis showed that a portion of the blade became detached measuring approximately 1/2 inch long and corresponding to the first row of the outer spiral wrap. The piece consisted of the cutting tip and a portion of the spiral wrap. All portions of the blade were received indicating that there were no unretrieved device fragments. The returned device loads and locks into a handpiece as intended. The inner spiral wrap was hyper-extended but still intact. Deformation was noted in and around the locking area on the outer hub, inner hub chevrons were damaged, and the inner tube was bent. The support area for the inner tube at the end of the outer tube showed gouging. The damage to the device is indicative of excessive pressure being applied during use. Although the product analysis indicates excessive pressure being applied during use, it cannot be concluded or ruled out as a cause for the tip to break. IFU statements include, but are not limited to: discontinue powered application in the event of lack of visualization of the surgical site. Test for wobble at desired speed prior to use. Discontinue use of accessory if tip begins to wobble and replace accessory to prevent unintended tissue removal from patient.

Manufacturer narrative:
"Facility reported that the tip was easily removed from the surgical site without additional equipment or procedure. The surgeon took off the broken blade and set up a new 1884012hr blade onto the handpiece and continued the operation". Supplemental report information: additional information from follow up with the complainant concluded that the retrieval of the fragment and the replacement of the blade took 3 hours, increasing the total surgery time to 5 to 6 hours. There was no adverse patient consequences or sequela reported as a result of the retrieval of the devise fragment or delay of the surgical procedure.

Manufacturer narrative:
This product was being used for treatment, not diagnosis. This device was out of specification in an as received condition the facility stated that "the surgeon took off the broken blade and set up a new (B)(4) blade onto the handpiece and continue the operation", however, the facility in (B)(6) also indicated a delay in surgery of approximately 3 hours, though they were not clear if the 3-hour delay was related to the product issue or not, and in either case there was no impact to the patient. Details regarding the delay have been requested, and a follow-up report will be submitted if additional information is received. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem.